Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital being treated for an infected arterovenous graft with intravenous antibiotics but still having chills. An indium scan was performed prior to discharge and endocarditis was observed. No performance issues were noted on the patient's implantable pulse generator (ipg) system. The patient was discharged as planned and their ipg system remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.